Event description:
It was reported that the device exhibited a loss of pacing, was unable to be interrogated, and did not respond to a magnet. The device was explanted and replaced. The patient was stable.